Manufacturer narrative:
The device was returned but evaluation has not been performed at this time. Follow up MDR required to report results.

Event description:
The father reported that the patient's blood glucose was running in the 300's (mg/dl) while wearing the pod on his hip/buttocks for between 36 and 48 hours. He stated that the cannula appeared bent when the pod was removed. Treatment included replacing the pod and giving a bolus. The father mentioned that the patient is always having setting changes.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found. The product was returned with a different lot number than was reported and noted on the initial MDR. Correction: lot number changed from l43589 to l43549. Expiration date changed from 6/30/2019 to 6/15/2019. Unique identifier (UDI) changed from (B)(4). Correction: manufacture date changed from 12/30/2017 to 12/15/2017.